Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised forced sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and drive support cap was sticking out. The customer¿s blood glucose level was unknown. Customer was changing out her set and while she was priming her tubing insulin was squirting out. Customer reported that the insulin continues to drip after letting go of the act button during the prime process. Customer reported that the insulin squirting out during the prime process. Customer states they were not wearing the insulin pump during priming. Customer troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.